Manufacturer narrative:
Covidien/medtronic reference number (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
The reporter stated the n560 pulse oximeter display was missing segments. There was no patient involved.